Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Since the device was not returned to us, a technical evaluation could not be performed.

Event description:
It was reported that the connection cone of the vent catheter detached. No harm to patient was reported. Complaint reference number: (B)(4).